Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an occlusion alarm occurred. Customer suspected occlusion was within the infusion set. Customer was not sure how much insulin had been delivered and blood glucose was greater than 400 mg/dl. Customer administered an insulin bolus via pump to address elevated blood glucose level. Customer was admitted to the hospital and was treated with food, monitored and was released from the hospital the same day with the issue resolved and no permanent damage. Tandem technical support performed pump system check with customer, confirmed cartridge related occlusion, and informed customer to replace the cartridge and infusion set.